Event description:
It was reported that this pacemaker experienced a reset and went to safety core. The cause of the reset was unknown. Boston scientific technical services (ts) recommended device replacement. In addition, pacing inhibition was observed on the right ventricular (rv) lead. It was noted that the last few weeks the patient felt dizzy and fell. Subsequently, a revision procedure was performed. The device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.